Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system checks were complete and system was acting normal for the initial part of the procedure and no errors were observed on power up. Both monopolar ports were not functioning.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the reported failure was confirmed and reproduced on erbe connected to system. The system logs indicated erbe error: 25913 c-34 which indicates high frequency (hf) voltage was too low in on state on (B)(6) 2025. Visual inspection found that the unit had no significant scratches or dents. The front bezel was in decent condition. Erbe unit that was placed on golden system and was run in normal mode. C-34 error occurred during start-up and monopolar coagulation error on activation. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the iesu.

Event description:
It was reported that during a da vinci-assisted surgical procedure, recurring c-34 error occurred on the erbe unit during monopolar activation. The customer informed the technical support engineer (tse) that they had attempted basic troubleshooting, including restarting the erbe and replacing the monopolar cord. The surgeon has continued the procedure using bipolar energy. The tse asked the customer if they knew the location of the blue energy activation cable required to connect an external esu for use with the da vinci system. The customer was unable to locate the cable. The tse reviewed the error logs and confirmed multiple c-34 errors, indicating a likely faulty erbe unit. The procedure was completing as planned with no reported injury.